Event description:
It was reported that the 8800 sys had dark images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were cleaned and re-seated during the service call. The sys was tested and found to be working as intended, and put back into service.